Event description:
The customer reported that the sys displayed a charger failed error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the battery charger printed circuit board. The sys was tested and found to be working as intended and put back in svc.